Event description:
The spring in the arm of the unit broke, swinging out and hitting the dental assistant in the stomach.

Manufacturer narrative:
There was no patient or user injury with this event. Results - the retaining ring on the spring of the articulated arm broke allowing the spring to release causing the arm to swing out. Conclusions - the articulated arm was replaced.